Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost connection on two occasions during a procedure. It was also noted that in the middle of the case, the electrograms (egm) disappeared although the markers remained visible. However, screenshots of the presenting rhythm showed the egms. Troubleshooting steps were taken to include swapping out the mobile programmer to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was a loss of electrograms (egm) observed on the mobile programmer application was confirmed. It was determined at analysis that the mobile programmer application had crashed. Correction: b5.desc evt problem device codes (fdd/annex a) a13 submitted in error medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that rather than a loss of connection, there was a loss of electrograms (egm) observed on the mobile programmer on both the analyzer and cardiovascular implantable electronic device (cied) screens. It was noted that the markers did not disappear. The egms were visible in screenshots of the presenting rhythm. The user reconnected the mobile programmer application twice, however this did not resolve the issue.